Manufacturer narrative:
Complaint no: (B)(4). A sample was not available for device analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested as abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient started empirical treatment with vancomycin (IV, 1g, every 48 hours), amikacin (IV, 200 mg, every 48 hours) and acetaminophen (dose, route and frequency not reported) for peritonitis. Fourteen days later, the patient visited the nephrologist, and on examination the peritoneal effluent still remained cloudy so rifampicin (300 mg, every 12 hours, po) and fluconazole (200 mg, every day, po) were added to their treatment for 7 days along with vancomycin and amikacin. A week later, the patient completed the therapy with the antibiotics and visited the renal unit for medical control where the pd effluent was found clear. Three days later, the patient experienced biliary colic (also described as abdominal pain) and consulted the emergency room (ER). Treatment with unspecified analgesics was given and patient was released from ER. A day later, the patient presented with abdominal pain and cloudy effluent. The patient was sent to the nephrologist and was diagnosed with peritonitis again. The patient was prescribed vancomycin (IV, 1g, every 48 hours; 7 doses), rifampicin (300 mg, every 12 hours, po, 7 days) and fluconazole (200 mg, 1 capsule every day, po for 14 days) for peritonitis. Therapy with vancomycin, rifampicin and fluconazole were ongoing and dianeal therapy was ongoing as well. The patient was recovering from the peritonitis event. No additional information is available.